Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was black and device was rebooted and never came back on. A field service engineer (fse) troubleshot the drawers to identify the faulty one. The customer had found that auxiliary half height drawers 4.1 and 4.2 were faulty and had unplugged the pyxis bus connection from the controller board, which allowed the system to boot. The fse determined that the auxiliary half height enhanced drawer 4.1 had a faulty drawer board and replaced it. After the replacement, the fse logged into the hardware test application and ran a final test on auxiliary half height drawer 4.1, and the test passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, pyxis screen was black, device was rebooted and device never came back on the customer stated that they were unable to issue the medication zofrane, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.